Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/22/2016 that the receiver had intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. A "try it" manual test was performed and was able to verify that the speaker beeped several times for about a minute without any issues. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/22/2016 that the receiver had intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. A communication tool audio test was performed and did not confirm the reported event of no audio output. The root cause could not be determined.